Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. Device evaluation: analysis of the returned device identified it to be overweight, had red particles and an opening extended on the anterior. A visual and microscopic analysis was performed which identified a striated opening on the anterior and a creases fold. Base on the device analysis the final assessment is: a striated opening on the anterior due to surgical damage consistent in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side "capsular contracture baker iii. Rupture" . Device has been explanted.